Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was displayed as ¿high¿; however, a specific value was not provided, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to below 30 mg/dl. Due to the bg level the customer "passed out" and experienced a seizure and cuts on arm. Customer was transported by paramedics to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of dextrose and was released from the hospital 2 days later with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.